Event description:
This complaint was created due to the receipt of a medwatch report (5103556) received on (B)(6) 2021. A search of the complaint system has not found a complaint reported for this device/lot number during this timeframe. The report was found to be written against the 60-6085-201a. The report states that on (B)(6) 2021 the ¿handle of vcare broke (internally within the handle) the device was no longer able to manipulate the uterus.¿ there was no patient impact or injury reported. After further assessment it was found, the procedure was robotic total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, and removal of iud. The procedure was completed and only a few minutes delay while the uterine manipulator was exchanged. There was no immediate injury noted to the patient. A post-op office visit on (B)(6) 2021 found the 52 year old, female patient weighing 151 pounds recovering appropriately from surgery. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Customer event ¿vcare broke¿ was confirmed based on photographic evidence and device evaluation. One 60-6085-201a returned opened in original packaging. The lot number of the device - 202106291 was verified. A visual inspection confirmed the handle of the v-care was spinning. The handle was taken apart to inspect the tube, the tube was broken from the middle with the metal tube separated and the lumen between the two parts of the broken tube. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review was conducted and found a total of 4 similar events involving 6 devices for this lot number. A two-year review of complaint history revealed there has been a total of 39 complaints, regarding 47 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following: to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report (5103556) received on 13sep21. A search of the complaint system has not found a complaint reported for this device/lot number during this timeframe. The report was found to be written against the 60-6085-201a. The report states that on (B)(6) 2021 the ¿handle of vcare broke (internally within the handle) the device was no longer able to manipulate the uterus.¿ there was no patient impact or injury reported. After further assessment it was found, the procedure was robotic total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, and removal of iud. The procedure was completed and only a few minutes delay while the uterine manipulator was exchanged. There was no immediate injury noted to the patient. A post-op office visit on (B)(6) 2021 found the (B)(6) year old, female patient weighing (B)(6) recovering appropriately from surgery. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.